Event description:
Patient had a mitral valve replacement. Following surgery continued to have mitral valve regurgitation and was found to have infection. Patient developed a left femoral thrombectomy 3 months later. The thrombus was sent to external facilities for further testing after having a finding of fungus in our internal microbiology department. The patient was placed on anti-fungal medication. Through transesophageal echocardiography (tee) and evaluation it was discovered the patient had fungal endocarditis. The valve was explanted a few weeks later. Manufacturer response for pericardial tissue heart valve, edwards lifesciences (per site reporter). They would like to obtain the valve for further evaluation and work up at their laboratory.

Event description:
Patient had a mitral valve replacement. Following surgery continued to have mitral valve regurgitation and was found to have infection. Patient developed a left femoral thrombectomy 3 months later. The thrombus was sent to external facilities for further testing after having a finding of fungus in our internal microbiology department. The patient was placed on anti-fungal medication. Through transesophageal echocardiography (tee) and evaluation it was discovered the patient had fungal endocarditis. The valve was explanted a few weeks later. Manufacturer response for pericardial tissue heart valve, edwards lifesciences (per site reporter). They would like to obtain the valve for further evaluation and work up at their laboratory.